Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. A service history review was performed, and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device upper trigger was blocked due to debris, the device was leaking air, the soft mode switch showed low resistance while turning, there was a lot of debris inside the device and the housing was in heavily used condition and showed some dents. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check forward and reverse mode function, check power with power test bench and check for air leak. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.